Manufacturer narrative:
Device monitored for several days. Unit received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No unexpected low reservoir anomaly noted. No unexpected low battery alarm anomalies noted. (B)(4).

Manufacturer narrative:
Device monitored for several days. Device received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test. No unexpected low reservoir anomaly noted. No unexpected low battery alarm anomalies noted. Device received with minor scratched lcd window and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4).

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the display screen was scratched, and hard to see. They had a hard time clearing the display when it said low reservoir, and insulin pump used 2 batteries a month. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.